Event description:
The user facility reported that the tip of the dilator became separated during a fistulogram procedure. Follow-up communication confirmed that: the distal tip of the introducer sheath reportedly began to "peel back" as it was being introduced; the physician then pulled the sheath back and found the distal tip of the dilator had become separated; the detached portion of the dilator was still on the guidewire so it was easily removed from the patient; the procedure was completed successfully; and there was no reported impact to the patient.

Manufacturer narrative:
Results - is based upon evaluation of user facility information & the returned sample; based upon testing of reserve samples. Conclusions - is based upon evaluation of user facility information & the returned sample; is based upon testing of reserve samples. The involved device was returned and evaluated. Examination confirmed: a fracture was noted on the inner surface of the dilator; the outside diameter at the break point shows evidence of stretching and ductile failure; and examination & testing of undamaged areas on the returned sample found no evidence of an anomaly or defect. Evaluation of reserve samples from the reported lot, the previous lot and the subsequent lot confirmed no evidence of abnormalities or defects. A review of the complaint files confirmed that this lot has not been reported previously. A review of the device history record confirmed that there were no production related problems for this lot number. The cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).